Event description:
It was reported that after a da vinci assisted surgical procedure, the monopolar cautery instrument attachment was stuck. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 2.96mm x 3.21mm in size. Additionally, the instrument was found to have broken electrical contacts. The broken pieces measured approximately 4.518mm x 0.813mm and 4.518mm x 3.180mm in sizes. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.